Manufacturer narrative:
Continuation of d10: product ID: 97745ac, serial# unknown, roduct type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745ac, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. Caller stated the controller is blank/unresponsive and they think the issue is the ac power supply cord; the controller is not charging when plugged in. Agent called patient back to troubleshoot as they were not with the equipment. Caller stated they haven't had stimulation in several months and need it. Agent had caller plug the controller into the ac power supply with no battery and caller confirmed it does not power on. Caller confirmed there is no green light on the ac power port and they know the outlet works as they charge their cell phones there. Agent asked caller to insert alkaline batteries but the controller did not power on. An email was sent to repair to replace the ac power cord. Agent instructed caller to plug controller into the ac when they recieve it with no battery, then insert the battery and allow it to charge 2-3 hrs. Then attempt to charge implant and turn therapy back on.